Event description:
The circuit was in use for 15 minutes when the nurse smelled something burning. She turned the ventilator off and bagged the pt and then noticed that the expiratory limb had melted. The circuit had 1-2 inch melt on the expiratory limb of the circuit. The nurse removed the pt from the ventilator and bagged the pt, therefore ther was no pt injury.